Event description:
It was reported that the customer's device was no longer powering on. There was no report of any patient use associated with the reported power issue.

Manufacturer narrative:
Physio-control further evaluated the removed main pcb assembly and observed a solder droplet across legs 3 and 4 of an integrated circuit chip, designator u30. Due to this solder droplet, leg 3 (positive input) would intermittently short to leg 4 (ground) and cause the reported loss of power.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the main pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.